Event description:
During deployment of an AED, the subject was not resuscitated.

Manufacturer narrative:
(B)(4). Product eval pending. Issue is being reported as alert could not be cleared by operator. Device manufacture date: 08/2003.